Event description:
The pt reported the surgeon implanted an implantable collamer lens in his left eye (os). The pt reported that he has lost vision in his left eye due to the development of a cataract. The icl was explanted in 2009 and the pt is scheduled to have cataract surgery at a later date.